Manufacturer narrative:
On (B)(6) 2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Toothbrush head identified as oral-b power oral care refills precision clean on (B)(6) 2018. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage of the refill due to an effect of force resulting from consumer handling.

Event description:
Cut gum [gingival injury], cut lip [lip injury], toothbrush head broke in mouth [device breakage], toothbrush head broke in mouth and cut gum and lip [injury associated with device]. Consumer sent e-mail stating toothbrush head broke in mouth. No serious injury was reported.